Manufacturer narrative:
This report is submitted june 8, 2017, (B)(4).

Event description:
Per the patient's surgeon, the patient was treated with IV and oral antibiotics due to breakdown of the skinflap at the implant site (date not reported). The patient has since recovered and is reportedly doing well.